Event description:
Report received of an underdelivery. The pump was programmed in the piggyback mode on channel a to deliver 1000ml of ns at an unspecified rate on the primary line. The secondary line was programmed to deliver an unspecified antibiotic in 50 ml at a rate of 50 ml/hr. Within the hour, the nurse noted that half of the infusion remained in the 50 ml bag. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.